Manufacturer narrative:
DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4). .

Event description:
Complaint information received via email from daybreak. It was reported that the patient alleges the device was overly tight and dislodged a crown, and the crown came off. The device was delivered to the patient on (B)(6) 2025. The patient first used on (B)(6) 2025 and stopped using the device on (B)(6) 2025. The incident took place on (B)(6) 2025, and the patient reported the issue on (B)(6) 2025. The patient has since had the crown temporarily fixed and is waiting for a root canal on (B)(6) 2025. The device was directly delivered to the patient and was cleaned with a foam cleanser.